Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received a low predicted alarm as well as a change sensor alarm. Customer's blood glucose reading was 30 mg/dl. Nothing further reported.